Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece, approximately 0.50" x 0.10" was not returned. The material was missing. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis investigations confirmed the customer reported complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator alarmed that the tip of the harmonic ace instrument was over-stressed. Therefore, the instrument prompt relieved the pressure and then the site reinstalled the harmonic ace generator, but the harmonic ace suddenly broke when the user reactivated it, and the blade broke. It was stated that fragments fell and were retrieved. The procedure was completed. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument functionality was inspected before use. Nothing was noted out of the ordinary. The issue was noted to occur as the surgeon was dissecting. The instrument was in use about 30 minutes prior to the issue occurring. No issues were noted with the functionality of the instrument during the procure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before breakage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved with a laparoscopic instrument. No additional surgical procedures were done to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.